Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was capped and surgically abandoned. Information from the field noted that the lead exhibited high impedance values and an x-ray confirmed a fracture. The lead conductor and insulation were damaged and it was believed to be a result of clavicular entrapment. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields.

Event description:
It was reported that during a pacemaker replacement due to normal battery depletion, this right ventricular (rv) lead exhibited high out of range impedance measurements. A chest x-ray revealed the lead sustained an insulation and conductor fracture near the terminal pin. Clavicle rib entrapment was suspected as the fracture was located under the subclavian vein. As result, the rv lead was explanted and a new lead was successfully implanted. The lead is not expected to be returned for analysis. No additional adverse patient effects were reported.